Event description:
Philips received a complaint by the customer on the v60 indicating that the error for backup alarm failure had occurred. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that the error for backup alarm failure had occurred. Onsite service is pending.

Manufacturer narrative:
H10: e1 (B)(6).

Manufacturer narrative:
It was reported that the error for backup alarm failure had occurred. A philips authorized service provider (asp) went onsite and replaced the motor controller (mc) printed circuit board assembly (pcba) to resolve the reported issue. The philips asp replaced the mc pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.